Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lcx. The lesion exhibited 90% stenosis and was calcified. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, but the device could not pass the lesion. The physician changed to a new device same model to complete the surgery. No patient complications reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was undamaged. The distal tip was frayed. Initial mandrel movement was successful. The stent was not positioned correctly as the deformation and stretching of mid stent segments cause the distal segments to be placed off the stent. The first 3 proximal segments were undamaged, other segments were stretched and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusion: stent deformation, stenosis, calcification. (B)(4).